Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a known issue with partially driven lines most likely caused by a manufacturing quality/soldering issue (head-in-pillow effect). The configuration of the touch controller with software v6.0.1100.0 and lower is then leading to a blocked touch screen.

Manufacturer narrative:
At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify. Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the screen of the bellavista 1000 froze and the touchscreen was not responding to input for several days. It was also reported that the unit was constantly alarming and they were unable to shut it down, due to this forced shutdown was performed by the customer. Furthermore, there was no patient involvement associated with the event.